Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections as a backup insulin therapy and was sent a replacement pump by technical support. Instructions were provided to the customer on putting the pump into storage mode before returning it. The customer's pump was under warranty and will be replaced with one that includes updated software. The return process was explained, and the customer was advised to return the problematic pump within ten days.